Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 due to a high blood glucose level of 450 mg/dl. The customer experienced high blood glucose levels since 04/14/2015. His blood glucose level was above 500 mg/dl. The customer was wearing his insulin pump at the time of the emergency room visit. The high pressure test failed the first time but passed the second time. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.